Event description:
A report was received that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn:(B)(4)) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.